Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a yellow alert due to an untreated episode. Upon review from the clinic, it was noted that there was a constant signal in the report and the rhythm was not able to be interpreted. Upon technical services (ts) review, in-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. In addition, potential causes for this observation were provided. Additional information provided indicates the patient received an inappropriate shock due to noise oversensing and the patient is scheduled for an electrode replacement, including the potential to replace the s-ICD device as well. In addition, x-ray was performed and it was found by the clinic that the tip of the electrode is tilted. Reportedly, upon review, it was observed that all vectors are sensing the noise. Ts reviewed the case and discussed there is a strong bend of the electrode around the header of the device and recommended to program the device to secondary vector if suitable. The s-ICD system remains in service at this time. No additional adverse patient effects were reported. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a yellow alert due to an untreated episode. Upon review from the clinic, it was noted that there was a constant signal in the report and the rhythm was not able to be interpreted. Upon technical services (ts) review, in-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. In addition, potential causes for this observation were provided. Additional information provided indicates the patient received an inappropriate shock due to noise oversensing and the patient is scheduled for an electrode replacement, including the potential to replace the s-ICD device as well. In addition, x-ray was performed and it was found by the clinic that the tip of the electrode is tilted. Reportedly, upon review, it was observed that all vectors are sensing the noise. Ts reviewed the case and discussed there is a strong bend of the electrode around the header of the device and recommended to program the device to secondary vector if suitable. The s-ICD system remains in service at this time. No additional adverse patient effects were reported. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations of damaged/defective, oversensing and inappropriate shock.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a yellow alert due to an untreated episode. Upon review from the clinic, it was noted that there was a constant signal in the report and the rhythm was not able to be interpreted. Upon technical services (ts) review, in-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. In addition, potential causes for this observation were provided. Additional information provided indicates the patient received an inappropriate shock due to noise oversensing and the patient is scheduled for an electrode replacement, including the potential to replace the s-ICD device as well. In addition, x-ray was performed and it was found by the clinic that the tip of the electrode is tilted. Reportedly, upon review, it was observed that all vectors are sensing the noise. Ts reviewed the case and discussed there is a strong bend of the electrode around the header of the device and recommended to program the device to secondary vector if suitable. The s-ICD system remains in service at this time. No additional adverse patient effects were reported. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis. The electrode was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a yellow alert due to an untreated episode. Upon review from the clinic, it was noted that there was a constant signal in the report and the rhythm was not able to be interpretaded. Upon technical services (ts) review, in-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. In addition, potential causes for this observation were provided. Additional information provided indicates the patient received an inappropriate shock due to noise oversensing and the patient is scheduled for an electrode replacement, including the potential to replace the s-ICD device as well. In addition, x-ray was performed and it was found by the clinic that the tip of the electrode is tilted. Reportedly, upon review, it was observed that all vectors are sensing the noise. Ts reviewed the case and discussed there is a strong bend of the electrode around the header of the device and recommended to program the device to secondary vector if suitable. The s-ICD system remains in service at this time. No additional adverse patient effects were reported. The electrode was subsequently explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.